Event description:
Customer called to report a leak in the hydropneumatic compartment of the synchron cx5ce clinical analyzer. The field service engineer (fse) inspected the instrument and found fluid at the bottom of the instrument frame underneath the hydropneumatic compartment. The fse stated that the fluid appeared to have been building up over time, but could not identify the source of the leak. The fse then cleaned up the residual build-up and checked the hydropneumatic compartment's fittings and tubing. After conducting several instrument tests and controls, the fse found no further leaking. Therefore, the services performed appear to have effectively resolved the instrument issue. Customer stated that no patient samples were run at the time of the leak and that no one was harmed or affected by the instrument issue.

Manufacturer narrative:
The root cause of the hydropneumatic compartment leak could not be determined; however, the leak issue was resolved after the field service engineer cleaned the build-up found underneath the hydropneumatic compartment. (B)(4).